Manufacturer narrative:
(B)(4). Batch # unk. Additional information received: adverse event term: post-operative pain severity: moderate relationship to study device: not related relationship to primary study procedure: causal relationship intervention/treatment: none: no outcome: recovering/resolving updated: severity: value "mild" has been changed to "moderate" adverse event term: nausea severity: severe relationship to study device: not related relationship to primary study procedure: causal relationship intervention/treatment: none: no outcome: recovering/resolving updated: severity: value "mild" has been changed to "severe" adverse event term: nausea severity: severe relationship to study device: not related relationship to primary study procedure: not related intervention/treatment: none: no outcome: recovering/resolving updated: relationship to primary study procedure: value "causal relationship" has been changed to "not related" adverse event term: emesis adverse event term: air leak severity: moderate relationship to study device: possible relationship to primary study procedure: causal relationship intervention/treatment: none: no updated: severity: value "mild" has been changed to "moderate" adverse event term: pleural effusion relationship to study device: not related relationship to primary study procedure: causal relationship diagnostic imaging: yes observation: yes outcome: recovering/resolving outcome: value "" has been changed to "recovering/resolving adverse event term: air leak relationship to study device: possible relationship to primary study procedure: causal relationship observation: yes updated: end date value has been changed to "(B)(6) 2022" outcome: value "recovering/resolving" has been changed to "recovered/resolved" adverse event term: emesis relationship to study device: not related relationship to primary study procedure: causal relationship outcome: recovering/resolving adverse event term: nausea medication: yes observation: yes relationship to study device: not related relationship to primary study procedure: causal relationship outcome: recovering/resolving adverse event term: post-operative pain relationship to study device: not related relationship to primary study procedure: causal relationship medication: yes observation: yes outcome: recovering/resolving adverse event term: left pneumothorax relationship to study device: not related relationship to primary study procedure: causal relationship diagnostic imaging: yes observation: yes outcome: recovering/resolving additional information requested: was there any difficulty with the device intraoperatively? Does the surgeon believe a deficiency with the device was what that led to the prolonged air leak? If so please provide more detail.

Event description:
It was reported that the left pneumothorax, post-operative pain, air leak, nausea and emesis.  The event was not related to the study device.

Manufacturer narrative:
(B)(4). Date sent: 7/6/2022. Additional information received: (B)(4) updated adverse event for (B)(4). Adverse event term: hydropneumothorax relationship to study device: possible relationship to primary study procedure: probable outcome: recovering/resolving updated: relationship to study device: value "not related" has been changed to "possible" relationship to primary study procedure: value "causal relationship" has been changed to "probable" (B)(4) updated adverse event for (B)(4). Procedure group: lung resection procedure adverse event term: left pneumothorax severity: mild relationship to study device: possible relationship to primary study procedure: causal relationship outcome: recovered/resolved updated: relationship to study device: value "not related" has been changed to "possible" an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 10/12/2022. Additional information received: adverse event term: hydropneumothorax relationship to study device: possible. Relationship to primary study procedure: probable. Updated: outcome: value "recovering/resolving" has been changed to "not recovered/not resolved . Adverse event term: left pneumothorax. Relationship to study device: possible. Relationship to primary study procedure: causal relationship. Updated: relationship to study device: value "not related" has been changed to "possible"".

Manufacturer narrative:
(B)(4). Date sent: 10/24/2022. Additional information received: end date value has been changed to "(B)(6) 2022". Outcome: value not recovered/not resolved has been changed to recovered/resolved.